Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was in intensive care. He felt the insulin pump was not delivering boluses. The customer had a steroid shot that caused his blood glucose levels to go up. He had dizziness, muscle tension, and was not eating. His blood glucose level was treated with insulin drip. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of over 600 mg/dl. The customer had an endoscopic procedure and had trouble sleeping. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery. The device was not returned.